Event description:
It was reported by svc report that the siderail would not latch in the upright position. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.